Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon was leaking and would not inflate. The device was not used on the patient. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states the balloon would not inflate and the balloon leaks during a tep totally extraperitoneal. The insufflation bulb was received. The obturator was received. The dissector balloon appeared intact. Functionally, the dissector balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Note that the information for use brochure which accompanies each product shipment states to remove the obturator from the cannula before attempting to inflate the balloon. By not removing the obturator, the balloon will not be able to be inflated. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.